Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates. The pump functioned properly. No blank display, display anomaly or spi to motor pic communication error alarms were noted during testing. The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating currents measurements. No unexpected low battery, or off no power alarm anomalies were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. No damage inside the pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had off no power anomaly and blank display. The customer's blood glucose level at the time of incident was 180mg/dl. The customer's levels had been as high as 350mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.